Event description:
Pt had a fractured distal radius. The plate broke post-op and removed.

Manufacturer narrative:
The actual device was evaluated. A visual, photographs and mechanical testing was performed. The device met all specifications. The device fractured as a result of variables inherent during this service application.